Manufacturer narrative:
Analysis: h3: analysis of the ipg 3058 interstim ll (serial# (B)(4) determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Furthermore, the setscrew of the ins was backed out beyond the point of being able to engage with the connector block and was cross-threaded. An impedance test observed good impedances with a clinician programmer (cp) in a 0.9% saline solution. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. No issues were observed when pressing on the ins can and it was determined that telemetry was acceptable. H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during the stage 2 procedure, the physician connected the ins and noted that when they were tightening the screw it was not turning right and felt ¿different.¿ it was noted that the patient had tested on p1 with good results, but got impedances at c<(>&<)>0, c<(>&<)>1, 0<(>&<)>1, 0 <(>&<)>2, and 0<(>&<)>3 upon testing. The physician was suspicious that the screw was reason for the impedances. They kept trying to back the screw out and back in to see if it was off the track. They also tried increasing amplitude and pulse width, as well as removing the lead from the ins, cleaning and reinserting it, but the issue was not resolved. It was stated that the cause of the impedances might be a faulty ins, so another one was opened and used successfully, with no impedances seen. It was noted that the new ins was working fine when the patient followed up post-procedure. There were no patient complications reported as a result of this event.